Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his battery charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Eval summary: device eval of charge/modem sn (B)(4) has been completed. The reportable problem (charger not working) has been confirmed. Upon eval. The power brick connector was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.